Event description:
It was reported the stimulator was explanted , but the leads remained implanted. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).